Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and the lead had migrated. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was expected to fully recover. The explanted device was retained by customer and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 544158 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4).